Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 43 mg/dl. The customer was drank all sorts of coca cola just to stabilized himself. The customer stated that a new medical which is 5 times stronger than what he was taking and his doctors has to change everything. Customer was advised that his change in medication and change of setting may a lot to do with what is happening whit his blood glucose. Customer was referred to his healthcare provider to discuss the change and any adjustment. The customer declined to continue troubleshooting for low blood glucose. The customer was advised that we are sending an emergency supplies, he doesn't have any more of infusion sets.